Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump date was incorrect by one day. Cause was not known. Tandem technical support assisted the customer with correcting the time. Additionally, it was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer hit head while falling out of bed resulting in a minor head injury. Juice and food were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.